Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a4; b3; b7; d7; d11; g4; h2; h3; h6 multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03412 0001822565 - 2020 - 03413 reported event was confirmed via medical records reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right total hip arthroplasty with zimmer biomet components implanted without complications. The patient dislocated on and underwent a revision procedure due to failed hip arthroplasty. During the procedure, significant leg length discrepancy - 2cms was found. Pre-operative imagine indicated abnormality on the acetabular side due to superior reaming. The cup, liner, and head were replaced with new zimmer biomet products. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877504004- bioloxâ® delta, ceramic femoral head, xl, ã¸ 40/+7, taper 12/14- 2702047. 00771101320- femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset- 62258721. 00875306001- shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners- 62824490. 00625006525- bone scr 6.5x25 self-tap- 62793475. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 1-year post implantation due to dislocation. During the procedure the surgeon attempted to remove the stem and was unsuccessful. The surgeon elected to build out the cup with a secondary cup in order to add length to the neck to avoid future dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.